Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: vena cava filter was deployed via the right common femoral vein for lower extremity deep venous thrombosis with recent massive pulmonary embolus. Venacavagram performed post deployment revealed it was at the right iliac vein junction with the cava and not adequately across the cava. This malposition of the initial vena cava filter required placement of a second vena cava filter which was deployed at the level of l2-l3 in the appropriate position. The first filter was not retrieved. Approximately six years two months post filter deployment, abdominal x-ray revealed the more superior inferior vena cava filter terminated at the level of l2. The more inferior vena cava filter terminated at the level of l4. (Expiry date: 04/2012); (manufacturing date: 05/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter failed to deploy resulting in a secondary filter to be implanted. It was alleged that the patient had pulmonary embolism post deployment, filter occlusion, and leg swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the initial inferior vena cava filter failed to deploy resulting in a secondary filter to be implanted. It was alleged that the patient had pulmonary embolism post deployment, inferior vena cava filter occlusion, and leg swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard g2 filter was deployed in the l2-l3 level location for a patient. However, on withdrawal of the catheter used for filter deployment the filter was dragged slightly inferiorly and had not fully released. A second venogram was performed to see the position of the filter. It was found at right iliac vein junction with the cava and not adequately across the cava. A new bard g2 filter was deployed was placed at l2-l3 position in an appropriate position. Approximately nine years and seven months later post filter deployment, computed tomography of abdomen without contrast was performed. Two separate bard g2 inferior vena cava filters were observed. The caudal filter was present within the distal aspect of the inferior vena cava and extending into the right common iliac vein. It was tilted anteriorly with the cephalad tip of the filter closely abutting the anterior wall of the inferior vena cava without perforation. There was no evidence of a strut fracture. Struts extend anterior posterior medial and lateral to the margins of the right common iliac vein into the adjacent perry vascular fat. The posterior and medial struts closely abut the anterior margin of the fifth vertebral body. Struts at the 12 and 1 to 2 o'clock positions closely abut the posterior margin of the right common iliac artery. Both inferior vena cava filters appear to represent bard g2 filters. Therefore, the investigation is confirmed for the alleged positioning problem, filter tilt and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged obstruction of blood flow and pulmonary embolism. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter failed to deploy resulting in a secondary filter to be implanted. It was alleged that the patient had pulmonary embolism post deployment, filter occlusion, and leg swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: vena cava filter was deployed via the right common femoral vein for lower extremity deep venous thrombosis with recent massive pulmonary embolus. Venacavagram performed post deployment revealed it was at the right iliac vein junction with the cava and not adequately across the cava. This malposition of the initial vena cava filter required placement of a second vena cava filter which was deployed at the level of l2-l3 in the appropriate position. The first filter was not retrieved. Approximately six years two months post filter deployment, abdominal x-ray revealed the more superior inferior vena cava filter terminated at the level of l2. The more inferior vena cava filter terminated at the level of l4. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical record review, the investigation can be confirmed for positioning issue. However, the investigation can be unconfirmed for deployment issue as the medical records does not indicate any deployment difficulties for the first filter. Additionally, the investigation is inconclusive for pe and obstruction within device post first filter deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date (04/2012), manufacture date (05/2009).